Event description:
An infant underwent peripheral angiography on (B)(6) 2013. During removal of the catheter, the hydrophilic coating scraped off of catheter and remained in the patient's body. The patient has experienced the adverse effect of having their leg turn black. Date (B)(6) 2013 this information was reported through (B)(6) hospital as information one of the physicians had received from a colleague. Additional information received (B)(6) 2013: the interventional neuroradiologist, indicated the hydrophilic coating on cook's 4 french dav slipcath separated from the catheter and the hydrophilic coating was left remaining in the patient. This incident occurred on a pediatric patient and the facility (B)(6) would like cook to investigate the issue. Attempts to obtain information relative to the actual hospital and additional details where the event occurred has not been successful. The exact hospital is unknown and further details surrounding the event are unknown at this time. It is not known whether any additional procedures have been performed. The hydrophilic coating has remained in the patient's body. The patient has experienced the adverse effect of having their leg turn black.

Manufacturer narrative:
(B)(4). No complaint devices will be returned per information supplied by the complainant. Final inspection for angiographic catheters confirms catheter material type/ french size. In-process and incoming vendor inspection flexor sheath tubing insures correct inside and outside diameter of tubing. In-process and final inspection for hydrophilic coated tubings verifies lubricity and durability are sufficient. Based on the information provided, it is unclear as to the outcome of the patient quality engineering risk assessment (qera) was used to evaluate the associated risk. CAPA was previously initiated for this failure mode based on prior similar events and has yet to be implemented. Although no complaint device will be returned, the failure mode has been confirmed from the information supplied by the complainant. The appropriate internal personnel have been notified and we will continue to monitor for complaints for similar events.